Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2013. The reporter of the complaint was asked to return the product for analysis, as well as to indicate the product serial number the product associated with this report will not be returned. No additional information has been reported to allergan regarding the serial number. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿

Event description:
Health professional reported a lap-band ¿leaking port.¿ the event was first noted when pt felt ¿hungry [and was] eating larger portions. After a fill adjustment the pt ¿couldn¿t tell a difference with previous fill.¿ the pt returned for another adjustment and the ¿physician could not withdrawal fluid from the band. A 1cc was added to the band. States that the port feels partially obstructed.¿ a ¿fluoroscopy demonstrated [a] leaking port.¿ health professional confirmed that the port was not displaced. The port was explanted and replaced.